Manufacturer narrative:
Device evaluation summary: two severe kinks were visible along the graft cover 6.5 and 15.6cm from the graft cover tip. The graft was deployed with no resistance noted. The inner spiral shaft was kinked underneath the graft cover kinks. A section of the stent stop material was folded inwards and deformed. The reported deployment difficulties could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a >55 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician attempted to deploy the endurant limb, however it could not be deployed. It was reported that the sheath was moving backwards but the stent graft was not released. The physician then removed the endurant limb from the patient and replaced it with another medtronic device. As per the physician, the cause of the event was a device failure. No additional clinical sequelae were reported and the patient is fine.